Manufacturer narrative:
It was reported that a patient underwent a pulmonary vein isolation (pvi) ablation procedure involving a carto® 3 system and an issue noise on all electrocardiogram (ECG) and impedance cardiography (icg) signals occurred. It was reported there was noise on the ECG signal and ablation catheter on ep recording and carto® 3 system, yesterday, no harm on patient, managed to finish by replacing the cables and catheters. Unknown full version. There was no problem with the ECG signal and the ic signals on the catheter during the mapping phase of the procedure. Only had noise on the catheters and the ECG when radiofrequency was delivered during ablation. Reporter assumes the rf which is delivered during ablation was somehow interfering with the damaged ECG cable. Device evaluation details: it was confirmed that replacement bs ECG cable was delivered to the customer. The suspected bs ECG cable was requested for investigation by the manufacturer, however, technical services confirmed that the cable has been disposed of by the hospital staff. The system is ready for use. A manufacturing record evaluation was performed for the system (B)(6), and no internal actions related to the reported complaint condition were identified. The history of customer complaints reported during the last year associated with carto 3 system #(B)(6) was reviewed. No similar complaints were found. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 23-aug-2023, the manufactured date was provided. Therefore, field h4. Device manufacture date has been populated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref#: (B)(4).

Event description:
It was reported that a patient underwent a pulmonary vein isolation (pvi) ablation procedure involving a carto® 3 system and an issue noise on all electrocardiogram (ECG) and impedance cardiography (icg) signals occurred. It was reported there was noise on the ECG signal and ablation catheter on ep recording and carto® 3 system, yesterday, no harm on patient, managed to finish by replacing the cables and catheters. Unknown full version. There was no problem with the ECG signal and the ic signals on the catheter during the mapping phase of the procedure. Only had noise on the catheters and the ECG when radiofrequency was delivered during ablation. Reporter assumes the rf which is delivered during ablation was somehow interfering with the damaged ECG cable. Replaced the ECG cable which solved the problem in the end. The damaged ECG cable was not an out of the box failure. The cable replaced was in use for many procedures. During the ablation process, when rf was delivered, noise detected on the ECG and the ic signals. This was the case in bard as well as in carto. Reporter provides that there was noise on the ep recording system, anesthesia monitor as well as carto. Noise was present on ic signals and on the bs ECG during ablation.